Manufacturer narrative:
(B)(4).

Event description:
It was reported that atrial lead dislodgement was noted under x-ray when performing a post-implant device check. It was suspected that the lead was dislodged because the patient was reaching for the hospital overhead lamp after implant. The physician repositioned the lead successfully. The patient was stable post-procedure.